Manufacturer narrative:
The returned device was evaluated and found to have a damaged cannula. A small rip was found in the soft cannula near the tip of the hard needle. The damage to the soft cannula would likely cause the full insulin dosage not being delivered and the customer¿s elevated bg levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 18.2 mmol/l (328 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen.